Manufacturer narrative:
This report is being filed under exemption (B)(4) by arjohuntleigh on behalf of the MFR arjohuntleigh, a branch of arjo (B)(4). Our engineer visited site: the patient was still on bed at theatres our engineer asked for the bed to be immediately quarantined pending investigation, ward staff agreed to lock the bed in their store cupboard overnight when it returned to ward to allow us to collet, bed was taken directly to on site bed store for initial function check, all controls (each separate hand control and panel) were checked and the bed is functioning correctly, also checked lock out facility and again established that all controls were correctly locked, wiring was also checked to the cotsides no obvious problems found. Additional information will be provided following conclusion of the MFR's investigation.

Event description:
(B)(4).